Event description:
Procedure: laparoscopic cholecycstectomy. Reportedly, the surgeon noticed a piece of blue seal thought to be from the device, in the surgical cavity. The piece was large enough to be retrieved from patient with graspers. On completion of this procedure, the surgeon noted a visible sign of slight defect on inspection of the port. No patient injury reported.